Event description:
The ventilator was connected to the pt. The customer reports the ventilator began to smoke. There was no pt injury. The ventilator was removed from the pt and placed on another ventilator.